Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they experienced red bruising after 3 attempts of using the livongo blood pressure monitor. The patient stated that the cuff was too small and that the device was able to stop inflating after they held down the start/stop button for 5 seconds.